Manufacturer narrative:
The cause of the patient's post-operative complications cannot be determined at this time. Should additional information be provided, a supplemental emdr will be submitted. Note: not returned.

Event description:
It is alleged by the patient's attorney that on (B)(6) 2015, the patient underwent surgery for implant of an unspecified bard/davol perfix plug. As reported, the patient is making a claim for an adverse patient outcome against the perfix plug. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."

Event description:
It is alleged by the patient's attorney that on (B)(6) 2015, the patient underwent surgery for implant of an unspecified bard/davol perfix plug. As reported, the patient is making a claim for an adverse patient outcome against the perfix plug. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: (B)(6) 2015 - patient was diagnosed with incarcerated right inguinal hernia thereby underwent open repair with implant of perfix plug and synthetic mesh. Per operative notes, ¿the hernia sac was dissected, returned to the abdominal cavity and a synthetic mesh was placed and sutured. Large indirect and direct defects were seen, recurrent from previous repair. The sac was mobilized, and a perfix plug was placed and secured with a tacker and a suture.¿ (B)(6) 2016 - patient was diagnosed with recurrent right inguinal hernia thereby underwent open repair with the removal of perfix plug, synthetic mesh and implant of synthetic mesh. Per operative notes, ¿the hernia sac was reduced partially, and the previously placed perfix plug, synthetic mesh were balled up and had migrated away from the pubic tubercle. There was a lot of scar tissue and adhesions. The meshes were removed, and the nerve taken was taken down and ligated. The hernia sac reduced completely, a synthetic mesh was placed and sutured.¿ attorney alleged that the patient had adhesions, mesh migration, mesh shrinkage, nerve damage, pain and hernia recurrence. It was also alleged that the patient's mesh was highly mobile, balled up and had migrated.

Manufacturer narrative:
The cause of the patient's post-operative complications cannot be determined at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 1 year 6 months post implant of perfix plug, patient was diagnosed with nerve damage, hernia recurrence, adhesions, scar tissue, mesh deformation and migration thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists hernia recurrence and adhesions as possible complications. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note, the manufacturing date (15-jun-2014) is considered to be a best estimate. Updated fields: a2, b2, b3, b4, b5, b6, d4, d.6b (date of explant), g1, g3, g6, h2, h4, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.